Manufacturer narrative:
(B)(4). Concomitant medical products: model#: sc-8336-70, serial#: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead; model#: sc-4316, lot#: 17279170, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site and frequent ipg charging. It was noted that the patient's ipg was not positioned correctly. Computed tomography (CT) scan was taken. The patient underwent a revision procedure wherein the ipg, leads, and clik anchor were explanted and replaced with new ones. Device malfunction was suspected with the ipg. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that computed tomography (CT) scan results showed lead was off to the left side of the spine and missing the right side for coverage with stimulation. It was also reported that no device malfunction was suspected on the lead.

Event description:
A report was received that the patient was experiencing pain at the pocket site and frequent ipg charging. It was noted that the patient's ipg was not positioned correctly. Computed tomography (CT) scan was taken. The patient underwent a revision procedure wherein the ipg, leads, and clik anchor were explanted and replaced with new ones. Device malfunction was suspected with the ipg. The patient was doing well postoperatively.